Event description:
On (B)(6) 2013 it was reported that wireless module (B)(4) had a board that had corrosion on one of the pins and that the backlfex was "smoked". The biomed stated that when he was examining the device for a battery condition he observed the battery overheating and what he thought may have been fluid intrusion. There was no patient injury or involvement reported.

Manufacturer narrative:
(B)(4). The device has not been returned to baxter for evaluation at this moment. If the device is returned in the future, an evaluation will be completed and a supplement report will be submitted.